Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo shows an over-the-top view of the catheter placed in the pouch. No damage was observed. The reported issue documented int eh complaint regarding the microcatheter being impeded in the middle section of the guide catheter cannot be evaluated based on the photo. A functional evaluation is required. Additionally, no damage could be observed in the photo. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31434961) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the envoy da, 6f, 105cm, mpd (67125805d / 31434961) was delivered in placed and then the microcatheter was delivered in the guide catheter. The microcatheter was impeded in the middle section of the envoy guide catheter and could not advance further. The physician removed the guide catheter and microcatheter from the patient and replaced the guide catheter to complete the procedure using the same original microcatheter. There was no report of any negative impact on the patient. A photo was included in the complaint. The product analysis team will review the photo. On 15-apr-2026, additional information was received. The information indicated that the procedure was targeting the internal carotid artery (ica). The associated microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x). A continuous flush was maintained through the microcatheter. The replacement guide catheter was another envoy da, 6f, 105cm, mpd (67125805d). The information confirmed no negative impact on the patient and no delay in the procedure.